Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The device has been returned and is pending evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2019).

Event description:
It was reported that the device package was allegedly damaged. Reportedly, a new device was used. There was no reported patient involvement.

Event description:
It was reported that the device package was allegedly damaged. Reportedly, a new device was used. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar 14.5f kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for damaged packaging, as there was no obvious distortion or damage to the tray or packaging observed. However, the investigation is confirmed for unraveled/broken guidewire, as the outer wrapping wire was observed to be separated from the core wire near the end of the guidewire. At the end of the exposed core wire, a break was observed, as the tip of the core wire was jagged and uneven. The definitive root cause could not be determined based upon available information. Retracting the guidewire past the needle bevel and/or advancing against resistance with force may have contributed to the observed guidewire damage. However, it is unknown if procedural issues contributed to the observed guidewire damage. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.